Event description:
Facility reports that two hours into hemodialysis treatment pt's fistula needle needed to be adjusted. Staff was not able to disconnect needle from blood tubing and when extra force was exerted, the connector broke. Part of the pt's blood could not be returned resulting in ebl = 150cc. Follow up with the unit indicates that the broken component is the bloodline pt connector which is not a medisystems product.